Event description:
We bought complete moistureplus contact lens care products for my husband's contact lens to use daily as directed by vision center when he purchased his contacts. His eyes have become cloudy and has had severe headache and it is very hard for him to see when the cloudiness is very bad. What can we do? We just purchased a new bottle and did not know there was a problem with it until I went on the web site nothing by the MFR or on the store shelves suggesting there is a problem, is there an alternative to this product he can use, please tell us as he must use this to clean his lens in every night. What can we do now that this has happened to his eyes? Is it permanent, will he lose his eyesight because of this bacteria in this stuff? I am outraged they would still have it on the shelves to sell, knowing there is a problem, how many people have to suffer before they pull the stuff off the shelf and at least tell you to throw away the bad stuff you are using at home. We only had this problem with the last two bottles we purchased. It is not cheap and how can we demand a refund from the MFR for this defective product? His eyesite is getting worse and worse the more he has used it. I was told when I bought my contacts this was the only solution that would work from vision center to clean my contacts at night and to soak in every night in this solution. Over the last couple of months my eyes have become more cloudy and having severe headaches lasting weeks.